Event description:
Lot# 4379868 cadd high volume administration set tubing detached from the clave at the end of the tubing. It was noted during patient infusion that a scant amount of liquid was leaking. Tubing was disconnected and reconnected and the infusion continued without incident. At the end of infusion, when the tubing was disconnected from the patient, the tubing dislodged from the clave at the end. Patient received the full dose of medication prior to the tubing coming apart and, therefore, did not require any additional intervention.